Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and during the removal of the smart touch sf catheter that was inserted into the vizigo short sheath, the physician reported that the hemostatic valve broke, and air has entered the side port. Additional information was received on 04-aug-2025. It was indicated that after the procedure, while applying negative pressure using the tube, and passing water through the sheath with a syringe, water leakage was observed from the insertion site of the sheath. During the procedure, air was mixed into the tube. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history review was performed for the finished device number lot 60000606 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. There was no hemostatic valve damaged, nor air backflow detected. The complaint could not be replaced, and it could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and during the removal of the smart touch sf catheter that was inserted into the vizigo short sheath, the physician reported that the hemostatic valve broke, and air has entered the side port. Since the procedure was completed, no electrophysiology (ep) products were replaced. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).